Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this new system was implanted, but after pocket closure, noise was observed on the right ventricular (rv) lead. The noise was oversensed, but did not result in pacing inhibition. The noise was thought to be due to air bubbles, so the pocket was reopened and air was released from the seal plug of the implantable cardioverter defibrillator (ICD). The physician ultimately decided to replace the ICD, so it was removed and replaced successfully. The rv lead remains in service. No additional adverse patient effects were reported.